Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flenav delivery system. The valve was implanted at a depth of 5mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). After the procedure, the patient had a right bundle branch block (rbbb) needed a pacemaker. The patient was reported stable.

Manufacturer narrative:
An event of right bundle branch block post navitor valve implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block could not be determined. The surgical intervention was a result of permanent pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.